Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implantable pump. The indication for use was non-malignant pain. The patient reported that since getting the ptm (personal therapy manager) it takes 10-15mins to connect to the pump to deliver a bolus but today the ptm connected very fast. The patient wanted to know if that is normal because she liked how fast ptm worked. The patient stated the ptm will get stuck at 90% and takes forever to connect. The patient stated they get 3 bolus a day, every 4hrs. The agent assisted the patient with clearing data and then connect to the pump. The ptm connected very fast to pump and patient was able to deliver a bolus. The agent reviewed best practice for communicator placement and patient said they always place the blue side over the pump when using the ptm. The troubleshooting steps that were taken on the call resolved the issue.